Manufacturer narrative:
The insulin pump was received with detached end cap. The pump was unable to perform displacement test due to detached end cap. The pump was received with minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump was dropped out of her pocket. The customer stated that the back of the pump is loose. The customer will be sent a replacement pump.